Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet with indication of blood exposure. There was no blood observed outside of the circumference of the fiber bundle or within the dialysate compartment. There was blood residue noted between the polyurethane (pu) cut surface and the screw flanges on both ends of the dialyzer. Gross visual examination of the returned device identified a short fiber on the circumference of the fiber bundle at approximately 90º on the cavity ID end with the dialysate ports at 0º. No other damage or irregularity was noted on the returned sample. The dialyzer was subjected to a laboratory bubble point test and failed. An internal leak was observed on the cavity ID end at approximately 900º, which was the same location of the short fiber identified during gross visual examination. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot, but was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak on the cavity ID end of the dialyzer. The complaint has been deemed confirmed.

Event description:
A user facility clinic manager reported that a blood leak occurred approximately ten minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed as appropriate and blood was visually observed in the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 100ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.